Manufacturer narrative:
Results code 1: code 213 - the review of the manufacturing paperwork verified that the lots met all pre-release specifications. Conclusions code 1 updated. Conclusions code 1: code 4315 - multiple attempts were made to obtain additional event, patient, and device specific information. Further information was unavailable. As the devices were not returned, no evaluation of the devices could be performed.

Manufacturer narrative:
It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components include: item #plc181200/lot #20199900/UDI # (B)(4); item #plc271000/lot #20170567/UDI # (B)(4); item #plc161000/lot #18702849/UDI # (B)(4). Investigation pending.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair using gore® excluder® aaa endoprostheses to treat an unknown etiology. It was reported that the patient expired on the day of procedure. No additional event or device related information was provided. Further event investigation is required.